Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not reproduce the problem. The scanner was cleaned and lubricated. The instrument was tested without further problem and it was returned to expected operation.